Event description:
On (B)(6) 2021, a patient underwent endovascular treatment with 1 debranch (left axillary artery - left common carotid artery) bypass and embolizing a left subclavian artery of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control systems. A tgmr373720j was deployed just under the left common carotid artery, however it moved distally approximately 1 cm during touch-up ballooning. Final digital subtraction angiography revealed no endoleak. The patient tolerated the procedure. On (B)(6) 2021, at a follow up, a computed tomography revealed an endoleak. On (B)(6) 2021, a reintervention was performed. Angiography revealed a proximal type I endoleak of the tgmr373720j. An additional gore® tag® conformable thoracic stent graft with active control system was implanted proximally. The endoleak was resolved. The patient tolerated the procedure. The physician stated that it might have been better to use a 40 mm device instead of 37 mm at the initial treatment. Reportedly, it was difficult to push the guidewire to the outer curvature due to the anatomy of the patient.